Event description:
It was reported that the patient felt uncomforable during a concert sitting next to large speakers. Patient felt fine when he walked away. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.